Event description:
It was reported that pump experienced malfunction alarm labeled malf 0 with no notable events occurring beforehand and issue did not cause customer¿s blood glucose level to exceed reported threshold. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, received instructions to put pump into storage mode and to return it using pre-paid label, and was advised to reprogram pump settings and reconnect continuous glucose monitor on replacement pump that customer technical support arranged to send under warranty.